Event description:
During an atrial fibrillation procedure, a fragment was noted from the hemostatic valve. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. One image was also submitted for evaluation to product performance engineering. No reported fragment was noted to be returned with the device and no anomalies were seen along the returned sheath. However, the dilator tip was found to be split. One image was also submitted to product performance engineering. The following visual inspection was based solely upon a review of the image provided. The image appeared to show a clear unknown object noted within a sealed bag. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported material separation remains unknown.

Manufacturer narrative:
Additional information: b5, g3, h2, h3, h11.

Event description:
During an atrial fibrillation procedure, a fragment was noted to come off the sheath when exchanging the catheter. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient. No additional puncture required when replacing the sheath.